Manufacturer narrative:
The customer could not verify which batches were used in patient testing. They provided four possible batches used for patient testing; d4. Medical device expiration date: 2026-12-24 h4. Device manufacture date: 2025-12-22 d4. Medical device lot#: 5356806 d4. Unique identifier (UDI) # (B)(4). D4. Medical device expiration date: 2026-10-22 h4. Device manufacture date: 2025-10-22 d4. Medical device lot#: 5295069 d4. Unique identifier (UDI) # (B)(4). D4. Medical device expiration date: 2026-08-27 h4. Device manufacture date: 2025-08-28 d4. Medical device lot#: 5240858 d4. Unique identifier (UDI) # (B)(4). D4. Medical device expiration date: 2026-12-03 h4. Device manufacture date: 2025-12-03 d4. Medical device lot#: 5337816 d4. Unique identifier (UDI) # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bbl¿ enriched thioglycollate medium tubes, the media was cloudy following the heating steps. After following up for more information, we are unable to confirm the number of tubes and batch numbers used for patient testing. There was no health impact or consequence reported.